Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws; one malformed clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. The device locked as intended, but the orange indicator did not show up. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a procedure, "the device would not work during the case." Another device was used to complete the procedure. There was no adverse consequence to the patient.